Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement of 125 ohms. Review of shock impedance trends showed measurements within the 120s. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.